Event description:
It was reported that the external pulse generator did not continue to pace for the expected length of time when the battery was removed. The generator was returned for service. It was indicated that there was no patient involvement associated with this event.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the main printed circuit board (pcb) was defective. It was also noted that the upper case was broken, the lower case was contaminated, the battery release was contaminated, two side bail covers were broken, the ring cover was broken, one side bail was missing, the ring was missing and the battery drawer was contaminated. Further analysis was performed on the main pcb. This analysis found that the battery removal test failure was due to a capacitor component failure.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.